Event description:
It was reported that the physician's handheld screen was frozen and no communication was possible. Several hard resets did not solve the problem. It was reported that the handheld battery was 100% charged. The handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.